Manufacturer narrative:
(B)(6). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred during use with a venflon pro 1.3mm x 45mm. The following information was provided by the initial reporter, "product tyback paper is open, for this is being lost sterilization." 1200 occurrences reported.

Event description:
It was reported that sterile breach occurred during use with a venflon pro 1.3mm x 45mm. The following information was provided by the initial reporter, "product tyback paper is open, for this is being lost sterilagetion." (B)(4) occurrences reported.

Manufacturer narrative:
This complaint MFR# 8041187-2019-01033 is a duplicate of complaint MFR# 8041187-2019-01006. Please consider this MDR cancelled. H3 other text : see h.10